Event description:
Per the clinic, the patient experienced persistent feedback and insufficient gain from the device. Despite scalp thinning, excessive frictional amplification loss remained. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture under general anesthesia.